Manufacturer narrative:
Device analysis. The complaint source confirmed that the product had been disposed. The mfg records for top assembly batch 8886668 have been reviewed and no issues or discrepancies were found. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a heavily calcified mid right coronary artery (rca) with a 90% stenosis. The physician predilated the lesion with a 3.25x16mm non-bsc balloon and attempted to deliver a non-bsc stent of unk size, but was unable to cross the lesion. The physician then attempted to deliver the 3.00x32mm taxus express2 drug eluting stent, but the stent "hung up on the calcium and the strut flared." The taxus stent was removed with no pt complications and the case was successfully completed with a 3.5x12mm taxus stent.